Event description:
It was reported the device had a bad occlusion sensor. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a bubbled dso seal and a scratched lcd lens. There was no evidence in the event history log. Functional testing was unable to verify or duplicate the reported problem; however, a different problem was discovered, there was fluid ingression on the pwa board. The main board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.